Event description:
It was reported that the hand grips on a manual wheelchair fell off or were loose and the person pushing the chair fell and hurt his knee. Medical intervention was sought and it was unknown the extent of the injury. Should additional relevant information become available, a supplemental report will be submitted.